Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 76-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that the patient suffered a cardiac effusion. They were done with the afib and going to ablate the cti/flutter line on the right side and the physician heard a steam pop. The steam pop was also seen on the intracardiac echocardiogram (ice). They then started monitoring the patient and that after about 10 minutes the patient's blood pressure dropped and they noticed a "massive" effusion, that was confirmed using ice. The patient had a pericardiocentesis and about 2 liters of blood were drained and re-transfused back into the patient. Because the bleeding continued, they called the interventional cardiologist and the patient then had open-heart/cardiothoracic surgery in the ep lab. They found a hole in the cavotricuspid isthmus and they were able to surgically repair it. Given the effusion size, patient required a median sternotomy to repair the perforation successfully. Because of the effect of the effusion on the heart, the patient's blood pressure was low during the surgery and therefore pacing was done during the intervention as well as inotropic support from the anesthesia team. The patient was then sent to the intensive care unit and admitted for the evening for overnight observation. This was not part of a case study. The patient outcome of the adverse event was improved. The patient has a medical history of atrial fibrillation. The physician¿s opinion about what may have caused the complication was that it was procedure related. It may also have been the 40 watts of energy being used at the time and the anatomy of the patient's cti (anatomical challenges) that caused the steam pop which caused a rupture in the right atrium. No other parameters were out of range. The force values were between 12 and 22 grams and the impedance delta was "nothing remarkable." The bwi instruments used in the case were a pentaray catheter, a soundstar catheter, a webster cs bidirectional catheter (fj curve), and a smart touch surround flow catheter (fj curve). The ablation catheter is not available for return and the lot number was also unknown at the time. The generator used was a smartablate. A transseptal puncture was performed with a baylis nrg needle. Prior to noting the cardiac tamponade, ablation was performed and there was a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event and the flow setting was 15 ml. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability set at 3 mm / 25% / 3 sec / 3mm tags size with no additional filter used and the color options used prospectively was ablation index.